Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Meningitis and ventriculitis was reported as complication from surgery to remove the acoustic tumor (schwannoma).

Manufacturer narrative:
Conclusion: recipient death reported due to post-operative complications of an acoustic neuroma removal, namely meningitis and ventriculitis. A cochlear implant was placed during the same surgery, but per implanting surgeon, the complications were not related to the cochlear implantation. Moreover, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, therefore the cochlear implant itself is unlikely the source of the infection. Other risk factors for the development of meningitis in this case are unknown to us. This is a final report.

Event description:
Meningitis and ventriculitis was reported as complication from surgery to remove the acoustic tumor (schwannoma).